Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Device passed the displacement test and self test. Device was also programmed with test glucose meter. Device communicated properly and recorded the 96 mg/dl value properly from glucose meter. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose was 50 mg/dl. The insulin pump will not be returned for analysis.